Manufacturer narrative:
Two 14f abiomed introducer sheaths (13cm and 25cm) were returned from the customer along with four dilators of varying lengths and french sizes. There were no other accessories. The customer handled this device prior to returning to oscor for evaluation, and had removed and placed back on, the orange split cap that is currently on the device. Blood was found on all returned devices. One half of the orange cap from the 14f, 13cm introducer sheath was detached from the hub. The other half of the orange cap was still attached to the hub. The rest of the devices looked normal. Ne of the orange split caps was detached from the sheath's hub. The other orange cap was still attached. When viewed under a 10x microscope, possible adhesive was found on white hub but it was difficult to verify. Side 1 appears to have minimal adhesive and side 2 has slightly more. The bottom of the orange cap does not have much evidence of adhesive on either side of the tab. However, due to the location of where the adhesive is placed, it can be very difficult to properly identify adhesive. The IFU instructs the user to unscrew the dilator from the threaded caps prior to removing. CAPA has been previously opened to investigate the root cause and to implement corrective action to prevent recurrence of this issue and as per our preliminary investigation user error (deviation from the instruction for use) determined as probable cause. Per procedure adelante s2s introducer sheath in-process and final inspection: "with naked eye at a distance of 12" to 18", verify the sheath hub and split caps are free of excess silicone oil applied between the seals during assembly. Verify split caps are properly placed and secured onto sheath hub and free of cracks/damages or excessive adhesive." Additionally, destructive testing is performed per sampling plan. Inspector is to "insert dilator into sheath, lock dilator hub lock nut. Hold dilator hub with one hand and one of the sheath hub wing with the other hand. Bend the dilator hub to the side until dilator hub lock nut is disconnected from the sheath hub. Split caps should remain in place. There should be no damage and fracture to split cap and tabs." Per IFU: cautions: prior to use, read all package inserts, warnings, precautions, and instructions. Failure to do so may result in severe injury or death. Directions for use: insert vessel dilator into sheath and rotate the dilator cap over valve housing to secure the dilator onto sheath assembly. Thread the dilator/sheath assembly over the guidewire. Advance the dilator and sheath together with a twisting motion over the guidewire and into the vessel. Fluoroscopic observation may be advisable. Attaching a clamp or hemostat to the proximal end of the guidewire will prevent inadvertently advancing the guidewire entire into the patient. Once assembly is fully introduced into the vascular system, separate the dilator cap from the sheath valve housing by rotating the dilator cap off the hub. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is in progress; follow up report will be submitted when investigation is completed.

Event description:
It was reported that removal of dilator the md noticed the orange piece had broken off. Within a minute there was excessive bleeding and patient lost 500cc blood. Admitted for a high risk angioplasty to the cardiac cath lab. Axillary access site chosen due to small and diseased femoral arteries. Patient was reported to be stable. Based on additional information , md swapped for 14x30 in the kit which inserted without problems, impella weaned and removed. Percloses deployed, then extravasation noted on angiogram, ballooned for 10 minutes, then deployed covered stent. Hemostasis achieved with the long introducer and 1 unit of blood was infused to the patient. The team percutaneously placed a covered stent - this was not done surgically. No additional information is available and no other adverse event was reported.